Event description:
It was reported that the tandem-provided charging cable was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event with a non-tandem wall adapter. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.